Event description:
Customer reported the rui (joystick console) was disabled and a communication error was displayed during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rui (joystick console). System operates as intended.